Manufacturer narrative:
(B)(4). The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient was implanted on (b)6) 2022. Several hours after the implant, the patient complained of a headache. A post-op CT showed an epidural hematoma. Patient returned to the or that same day. The incision was reopened, the rns/ferrule were temporarily removed, and the bleeding on both the internal surface of scalp and the dura underneath the neurostimulator site was addressed with bipolar electrocautery. The rns/ferrule was repositioned into the craniectomy, and the incision was closed. The rns was verified to be functional before and after closing. The patient was observed and discharged on (B)(6) 2022.